Event description:
In february 2006 the lay-user/patient contacted lifescan alleging that his one touch ultra meter was reading inaccurately low. The medical affairs specialist mailed a letter to the patient in february 2006 since he could not be reached by telephone. At 6:00 am in january 2006 the patient got a fasting blood glucose reading of 267 mg/dl. It is reported that the patient may have compared this reading to another unspecified meter but the value obtained is not noted. At the time, the patient was feeling "dizzy" and "light-headed." After getting the reading, the pt ate a "butter roll," and took 20 units of "humulin" insulin and 15 units of "humalog" insulin. It is noted that these two insulin dosages are part of his usual insulin regimen amounts. Although the patient had symptoms and felt like "passing out," he still went to work. At an unknown time, the patient decided to go to the ER. He did not eat or drink anything up until 11:30 am when the patient's blood glucose was tested in the ER. On two occasions, the patient obtained blood glucose readings of over "500 mg/dl" using an unspecified medical device. The patient was treated with an unknown type and dose of insulin. After being released from the hospital, the patient noted that his readings have been between "230-260 mg/dl." He mentioned in two instances, the test strips he inserted into his meter seemed to have jammed. The test strips were described as being "cut too large." It would have been helpful to know the following information: what meter, if any, was used to compare his reading(s) to, what result he got on the comparative meter, when the symptoms started, and what medications/treatments the patient received on the day of the event. In addition, it would have been helpful to know if the patient was hospitalized, what adjustments were made to the patient's medication regimen as a result of the event, and what the patient's regular medication regimen is. The customer care advocate (cca) verified that the patient had been cleaning his puncture sites correctly and was using finger stick samples. Also, the patient was applying his blood properly to the test strips. The meter, test strips, and control solution were replaced. This complaint is being reported due to the test strip dimension issue and the customer suspects the meter was giving inaccurately low readings.